Event description:
It was reported that this right ventricular (rv) lead has observations of high out of range impedances greater than 2000 ohms, and loss of capture with asystole less than two seconds. The plan was to discuss further with the physician. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received that this rv lead was surgically capped and replaced. No adverse patient effects were reported.